Manufacturer narrative:
Insulin pump was received with a scrambled display due to a problem isolated to the lcd board. Unable to verify the low battery alarm, off no power and motor error alarms due to the scrambled display. Motor passed the motor test and no anomaly to the drive support disk was observed. A cracked reservoir tube lip, scratched lcd window and cracked battery tube threads noted.

Event description:
It was reported that the insulin pump alarmed motor failure. Customer removed the battery and inserted a new one. The blood glucose reading was 375 mg/dl. Customer treated with manual injection. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.